Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 80 mg/dl (system 1) and 134 mg/dl (system 2). Readings occurred with two different drums of test strips from the same box. The lot number was not provided. No adverse event reported. Return of the suspect device was requested for evaluation.